Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed signs of physical damage: touch screen misaligned. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had peritonitis and had catheter removed requiring the patient's account to be put on hold. The pdrn advised that the patient had a recurring infection. The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. The patient was diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose and frequency unknown) for 21 days. The patient¿s pd effluent cultures were positive for klebsiella (no species provided). The vancomycin was discontinued. The patient was discharged on (B)(6) 2025. The patient reportedly completed the 21 days of antibiotic therapy. The cause of the peritonitis event is suspected to be a breach in aseptic technique although it was not able to be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had peritonitis and had catheter removed requiring the patient's account to be put on hold. The pdrn advised that the patient had a recurring infection. The patient was admitted to the hospital on (B)(6) 2025 due to abdominal pain. The patient was diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose and frequency unknown) for 21 days. The patient¿s pd effluent cultures were positive for klebsiella (no species provided). The vancomycin was discontinued. The patient was discharged on (B)(6) 2025. The patient reportedly completed the 21 days of antibiotic therapy. The cause of the peritonitis event is suspected to be a breach in aseptic technique although it was not able to be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The suspected cause of the peritonitis is a breach in aseptic technique although it was not confirmed. The culture results of klebsiella supports the suspected cause as this organism may colonize the skin, pharynx, or gastrointestinal tract in humans. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.